Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the implantable cardiac monitor, an error message was displayed. Review of electrocardiograms revealed undersensing. No patient symptoms or intervention were reported.